Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) lead defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Defibrillation threshold (dft) testing was performed, and the shock impedance measurement was 119 ohms with a 29j shock. The alert value was reset to 150 ohms, and they will continue to monitor the situation. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) lead defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Defibrillation threshold (dft) testing was performed, and the shock impedance measurement was 119 ohms with a 29j shock. The alert value was reset to 150 ohms, and they will continue to monitor the situation. This crt-d and rv lead remain in service. No additional adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements. A 29j commanded shock and defibrillation threshold (dft) testing was performed, however shock impedance measurements were still greater than 125 ohms. The delivered shock impedance was 147 ohms. The crt-d was explanted and replaced approximately two years after the initial time of report, and a significant amount of scar tissue was removed from the device pocket during the procedure. The rv lead remains in service. It was noted that the final shock impedance measurement was 119 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.